Manufacturer narrative:
Implant date: (B)(6) 2007.

Event description:
It was reported that following the implantation of a monarc, the patient experienced vaginal pain. The patient underwent anesthesia and the physician did not note any erosion or other abnormality,. However, the patient became worse in (B)(6)2016. The vaginal portion of the tape was removed surgically on (B)(6) 2016. If additional information is received, a follow up report will be sent.